Manufacturer narrative:
The remote service engineer (rse) confirmed the issue was discovered during preventive maintenance. Further investigation of the complaint led to the finding that the touchscreen was functional to make setting changes at the time of the navigation ring failure. The navigation ring not working does not affect the functionality of the vent. The unit will continue to function and ventilate the patient. The touchscreen can be used to make adjustments to the settings. When the navigation ring is not functioning or if it cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touchscreen), the device will continue to function and ventilate the patient and thus pose no risk for serious patient injury. The original submission MFR report#:2031642-2022-01530 no longer meets the criteria for a reportable event due to the finding of a functioning touchscreen.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the nav ring failed during preventive maintenance (pm). The customer reported that the unit was not in use on patient. The issue was discovered during preventive maintenance (pm). The customer contacted product support and service quote was sent to customer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.